Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found impressions from suture sleeve and inner insulation damaged consistent with over tightened suture sleeve. The exposure of the inner insulation could have contributed to the reported complaints.

Event description:
It was reported that the right ventricular lead exhibited noise, oversensing and low impedance. The lead was explanted and replaced.